Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (DHR¿s) for the product was reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: it was reported that on friday in early (B)(6) of 2025, the patient became altered and experienced a convulsive seizure. Emergency medical services (ems) were contacted by his daughter. At that time, the patient¿s freestyle libre 3 sensor displayed a glucose reading of 110 mg/dl, while ems obtained a fingerstick measurement of 510 mg/dl. These results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The patient was transported to the hospital where treatment of IV insulin (dose/type unspecified) and other unspecified fluids were rendered. The patient was discharged the afternoon of tuesday (early (B)(6)) 2025. According to the hospital staff, the freestyle libre sensor was misreading, and the family replaced the sensor once the patient returned home. No report was made to product support at that time. On a later unspecified date in (B)(6) 2025, while being driven by his daughter, the patient became unresponsive and limp. Ems instructed the daughter to remove the patient from the vehicle and initiate CPR until their arrival. The patient was transported to (B)(6) hospital while CPR was ongoing. The family was later informed that the patient had been without a pulse for approximately 45 minutes and had suffered a massive stroke with significant brain injury. Life-sustaining care was withdrawn on the afternoon of (B)(6) 2025 with cardiopulmonary arrest, anoxic brain injury, acute renal failure, and convulsion being the stated cause of death. No death certificate has been provided to adc. Given the information presented at this time, it cannot be reasonably concluded that the freestyle libre 3 plus device has led to or contributed to the death.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (DHR¿s) for the product was reviewed and the dhrs showed the product passed all tests prior to release. Sensor assembly extended manufacturing review investigation summary: lot 1001024534 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of lot 1001024534. All measurements reviewed are within specifications. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly documented in the previous submission. The correction has been made here.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: it was reported that on friday in early (B)(6) 2025, the patient became altered and experienced a convulsive seizure. Emergency medical services (ems) were contacted by his daughter. At that time, the patient¿s freestyle libre 3 sensor displayed a glucose reading of 110 mg/dl, while ems obtained a fingerstick measurement of 510 mg/dl. These results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The patient was transported to the hospital where treatment of IV insulin (dose/type unspecified) and other unspecified fluids were rendered. The patient was discharged the afternoon of tuesday (early (B)(6)) 2025. According to the hospital staff, the freestyle libre sensor was misreading, and the family replaced the sensor once the patient returned home. No report was made to product support at that time. On a later unspecified date in (B)(6) 2025, while being driven by his daughter, the patient became unresponsive and limp. Ems instructed the daughter to remove the patient from the vehicle and initiate CPR until their arrival. The patient was transported to sacred heart hospital while CPR was ongoing. The family was later informed that the patient had been without a pulse for approximately 45 minutes and had suffered a massive stroke with significant brain injury. Life-sustaining care was withdrawn on the afternoon of (B)(6) 2025 with cardiopulmonary arrest, anoxic brain injury, acute renal failure, and convulsion being the stated cause of death. No death certificate has been provided to adc. Given the information presented at this time, it cannot be reasonably concluded that the freestyle libre 3 plus device has led to or contributed to the death.